Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On the same day as onset, the pt was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the pt was treated for the peritonitis with inj (injection) vancomycin (1gram, stat, ip-intraperitoneally), inj amikacin (150mg, stat, ip) and inj cilanem (500 mg each bag, ip, frequency not reported). At the time of this report, the peritonitis was resolving, the pt was recovering from the event, and dianeal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient had recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause is not identified. Should additional relevant information become available, a follow-up report will be submitted.